Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7085721.

Event description:
It was reported that the patient had a lead fracture upon interrogation of the spinal cord stimulator (scs) device.

Event description:
It was reported that the patient had a lead fracture upon interrogation of the spinal cord stimulator (scs) device. Additional information was received that the patient could no longer feel pain relief even when stimulation was turned up. Multiple impedances were also noted on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.